Event description:
It was reported the dermatome device was shredding the graft during a procurement case. Pt consequence is unk at this time. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a follow up MDR submission.